Manufacturer narrative:
(B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The entire display was replaced to resolve the reported issue.

Event description:
The hospital reported that the unit lost power due to an internal error yesterday while there was a patient on the table. There was no report of patient injury.